Event description:
It was reported that the patient when the patient was driving home with their son after leaving the hospital due to an unrelated issue, they noticed that their device had an LED alarm flickering on and off. The device then shut down by itself. As a result, the patient started experiencing breathing issues and their son drove them to another ER where they were given an oxygen tank. The patient went home to their stationary oxygen concentrator with the tank. The patient has since received a replacement power supply and is doing fine.

Manufacturer narrative:
B3: Date of event is estimated.As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.